Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "physical resistance in the middle of the slider" during implantation in right eye. Surgery was completed with backup device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "physical resistance in the middle of the slider" during implantation in right eye. Surgery was completed with backup device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob was observed. All expected results were met. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob was observed during the functionality test.